Manufacturer narrative:
(B)(4).evaluation summary: the device was returned for analysis. The difficult to position was able to be confirmed; however, the difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
The procedure was to treat a non-tortuous, mildly calcified, restenosed lesion in the proximal right coronary artery (prca). A balance middleweight (bmw) guide wire was in place through the lesion and when the 3.5x12 mm implant delivery system was down to the lesion resistance was felt and the delivery system got stuck with the guide wire. Both devices were removed as one unit. The bmw was changed for a new one and a 3.5x28 mm device was delivered with no issues. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The implant delivery system referenced is being filed under a separate manufacturing report number.